Manufacturer narrative:
The instrument was returned and evaluated. Engineering eval observed that the instrument proximal clevis and yaw pulley were charred on one side. Engineering also discovered that electrical continuity fails with the instrument wrist at maximum yaw positions, indicating damage to the conductor wire. These findings may have led engineering to conclude that the instrument may have arced during a previous surgical procedure.

Event description:
It was reported that the permanent cautery hook instrument stopped functioning. No further info was provided. No pt harm, adverse outcome or injury was reported.